Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device stop working and had a burning smell. Patient states that his machine is having a service required error message. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
As per additional information received on 05/28/2025: the device was returned to the manufacturer's product investigation laboratory for investigation. Pil was able to confirm the device powers on using a known good power supply and power cord, however, the device had no airflow, and a service required message came on the display. The repair eval task from service showed 32 errors were logged. During the investigation, pil observed a dust-like contaminant on the ui display bezel, top enclosure, center enclosure, iso port, the inlet/outlet seal, pca, heater plate, heater plate spring, and bottom enclosure. A white powder-like dust contaminant was observed on the blower box cap, inside the inlet of the blower box, on the blower, blower seal, and blower box. Appearance of burn marks were observed on the ui display bezel, ui ribbon cable, and iso port, likely due to thermal damage to the pca. The q3 component of the pca was observed to have thermal damage, likely due to liquid ingress to the pca. The pca and the pca screws were observed to have corrosion to them, likely due to liquid ingress. Hair-like particles were observed on the bottom enclosure. The investigation was able to confirm the complaint, but not address the symptoms specified. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.